Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh3500, energy device was not sealing like it is supposed to causing bleeding on smaller vessels. Blood loss was minimal. No transfusion was needed.- only delay was to open a new evh kit to finish the procedure. No injury to the pt was reported.

Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. Analysis of production for ship history conducted: (3331/213/67) a ship history was completed. There was no evidence that the reported upn was sold to the account during the year prior to the aware date. A lot history is unable to be performed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500,energy device was not sealing like it is supposed to causing bleeding on smaller vessels. No injury to the pt was reported